Event description:
Medtronic received information that a patient with a pipeline stent had artery stenosis >50-75% noted in mra at 180 day follow-up visit. No additional information was reported. Additional information received reported no additional intervention was made to address the observed stenosis. Additional information received reported patient reports intermittent white spots in the visual acuity of the right eye. No actions were taken. Additional information received reported that source document review found an unreported event of patient experienced "mild headaches but was normal throughout in terms of focal neurology" at post-procedure on 18/jun/2021 - 21/jun/2021, was noted. Additional information received reported that corelab image review of dsa images from 9-dec-2021 determined wall apposition was not achieved. This has not been reported by the site. Additional information received reported the site has verified data entry error, and reported that at procedure visit , wall apposition was not achieved, however it was also mentioned that this was not due to failure of study device to open. Additional information was received indicating corelab determined that wall apposition was not achieved at full length of the stent at imaging performed on 2021-dec-09 stating that no entire wall proximal cranial. Additional information was received indicating the site confirmed wall apposition was achieved by the end of the procedure on 2021-jun-18. Additional information received reported that the white spots in the visual acuity of the right eye recovered/resolved with sequelae on 29-sep-2021. This did not result in new or worsening of neurological deficits. The site assessed the event as possibly related to the disease under study, the device, and the procedure. The patient had been undergoing treatment for a saccular, sidewall aneurysm located in the c4 segment of the right internal carotid artery. The max diameter was 8.4mm, the dome height was 6mm, the dome width was 7mm, and the neck size was 4mm. The parent artery diameter was 3.2mm distal and 4.2mm proximal. To the aneurysm. The end of the procedure showed complete stasis in the aneurysm with wall apposition and neck coverage achieved. Additional information received reported the patient had undergone an ophthalmology consultation and there were no pathologic findings. Additional information received reported that per source: suspected stenosis at the distal end of the stent is not confirmed, although there is some slight narrowing (in terms of thickness).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.